Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Complaint was confirmed for the high impedance and loss of therapy was confirmed. As received, visual inspection found all the internal wires broken the all-broken wires caused high impedance on lead, which will cause the loss of therapy.